Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was attempted to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately leaked form a 0.035"pinhole located 0.1515" from the inflation cap. This is out of specification per inspection procedure which states, "the cap and valve must be present and assembled. The tip of the black valve material should be visible on the cap surface [3] without cuts." A potential root cause for this failure could be torn funnel during valve / cap assembly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the customer had an issue with the foley catheter. No additional information was provided.